Event description:
Grandson of home patient reports patient line of homechoice set was not priming completely. Per grandson, there was no patient injury or medical intervention as a result of incident.